Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was replaced with a valve of the same size and model. The severity of reflux was reported as mild and it was stated that the 27mm mitral bioprosthetic valve malfunctioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bioprosthetic valve replacement surgery involving the valve 310c27 mosaic mitral cinch 27mm, reflux was observed at the root junction of the two leaflets, at the suture of the valve leaflets and the valve frame during an ultrasound examination, after the valve was implanted. The valve was directly replaced with a new one due to the reflux issue. A subsequent ultrasound examination showed normal results without reflux. No patient complications have been reported as a result of this event.